Event description:
A medtronic representative reported that during the tumor resection the surgeon alleged an inaccuracy after going sterile. Registration was done using pointmerge and had a 2.5 sphere of accuracy. The doctor stated that he was 1cm lateral and 1 cm superior inaccurate; however, continued the case with the use of navigation while accounting for the inaccuracy. The procedure was completed with no negative impact to the patient outcome.

Manufacturer narrative:
Due to character limitations the complete patient identifier is documented here (B)(6). Software has not been evaluated as of the date of this report.

Manufacturer narrative:
Exam analysis finds the green sphere of accuracy is approx 8cm in diameter. The yellow sphere of accuracy is approx 15cm, encompassing about 90% of the brain. There is no reason to expect this registration would result in an inaccuracy of amount alleged in the summary. It is more likely the frame moved when going from nonsterile to sterile. Since we don't know this for sure, there is insufficient information to draw a conclusion.